Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced high blood glucose of 567 mg/dl. The representative stated that the high blood glucose was treated and the blood glucose went down around 220 mg/dl. The insulin pump will not be returned for analysis.